Manufacturer narrative:
Correction: g1; h6 the product involved in the report has not been returned for evaluation; without a sample to perform functional evaluation or photographic /video evidence the root cause could not be determined. The device history record is not available as the device is externally manufactured. All information reasonably known as of 04 jun 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, immediately after intubating the surgical patient (who was in the supine position), a leak occurred. (No pre-intubation leak check was performed.) The device was removed and a different tracheal tube was reintubated, and there was no problem. The reporter verified that the lower part of the cuff was damaged and confirmed the leak. There was no reported injury.